Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a small bit of blue insulation became loose after several activations. Nothing fell into the pt cavity and there was no pt injury.